Event description:
Meter name: one touch profile. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: none. A pt reported the meter is missing segments and two weeks ago the meter displayed a result of 44 and it was actually 444. The meter is allegedly missing segments. Treatment was: they had a dr's appointment that morning and when pt went to the dr they had to go to the hosp for blood work. Was not admitted. No further info has been reported.